Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7077300.

Event description:
It was reported that the patient was having loss of stimulation due to lead migration. The patient underwent a lead replacement procedure wherein the lead was moved. The explanted leads were kept by the medical facility.